Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. Based on the information reviewed, the reported patient effect of atrial septal defect appears to be related to procedural conditions, as the steerable guide catheter (sgc) is inserted through the septum to access the left atrium for positioning. The reported patient effect of atrial septal defect, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The clip delivery system is filed under a separate medwatch report number.

Event description:
This is filed to report left to right shunting after removal of the steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted on the medial side of a2/p2, reducing the mr to 2+. The second clip was implanted central, reducing the mr to 1-2. The third clip delivery system (cds) was advanced to the mitral valve. A few leaflet grasps were made to get a good position with the clip; however, after the clip was deployed, the mr increased to 2-3+ and the patient became hypotensive. It was suspected that the grasping caused leaflet damage. Medication was given for blood pressure and the patient was stable. A fourth clip was implanted, reducing the mr to 2+ and the procedure was completed. After removal of the steerable guide catheter (sgc, left to right shunting at the septum was observed; therefore, an atrial septal defect (asd) occluder was implanted for treatment. The patient was confirmed to be stable post procedure. No additional information was provided.